Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three times microbiological testing by the user facility, the following microbes were detected from the sample collected from the device. -air/water channel: micrococcus species (10 cfu/10ml), coagulase-negative staphyloccocci (1 cfu/10ml), -auxiliary water channel: aerobe sporenbildner (10 cfu/10ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, belimed wd430, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third-party laboratory for microbiological testing. As a result of the testing, the sample collected from the air/water channel of the device tested positive for mesophile aerobe (2 cfu/endoscope). The testing result cleared the (B)(6)guideline. (B)(4) found that the bending section rubber adhesive was cut. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The user handling of the device reprocessing was inappropriate the device was contaminated occurred during the microbiological testing. If significant additional information is received, this report will be supplemented.